Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, long pacing runs may have contributed to the hypotension described and CPR used to maintain pressure likely contributed to the apex tear. No device malfunction was alleged or suspected. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, following valve deployment and removal of the ascendra+ sheath, the patient sustained an apex tear. The bav was performed successfully and patient's blood pressure recovered. The 26mm sapien xt valve was introduced and positioned in the native annulus. The valve was deployed successfully; however, the blood pressure did not recover after valve deployment. After removing the delivery system from the ascendra+ sheath the blood pressure still had not recovered. Tee revealed minimal movement of the left ventricle (lv) but no effusion was noted. The patient received rapid CPR and drug support while the sheath remained in place. V-fib developed and was successfully defibrillated. Upon removal of the sheath, the apex deteriorated and the physician was not able to get the hole closed. The patient was placed on bypass. Attempts to repair the apex with bovine pericardial patches through the sheath incision were unsuccessful. After 2 hours the patient's chest was cracked open in an attempt to repair the apex and stabilize the patient. After approximately 4 additional hours the surgeon was able to repair the tear in the ventricle. The patient was put on balloon pump, closed and transferred to the ICU. Approximately 24 hours later the patient expired. The actual cause of death has not been reported but may be due to low blood pressure for extended amount of time and/or too much blood loss/hypovolemia.